Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after replacing an implanted defibrillator (ICD) the right ventricular lead impedance, the defibrillation coil impedance and the stimulation thresholds were high; also, there was oversensing. The lead connection to the ICD was revised, sensing returned to normal and the system remains in use. No patient complications were reported due to this event.